Event description:
This patient was seen for a general follow-up and complained of diaphragmatic stimulation. This lead was turned off on (B)(6) 2013. However, the lead was then turned back on at another follow-up on (B)(6) 2013. The patient will be checked again in three months. (B)(6) 2013 - additional information was provided informing us that the reason the lv lead was turned back on was because the patient was longer having diaphragmatic stimulation at the threshold.

Manufacturer narrative:
(B)(6) 2014 - this patient was seen on (B)(6) 2014 and the lv lead was not capturing at the programmed pacing output. Due to the history of the patient's diaphragmatic stimulation and the patient feeling well, no programming changes were made.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.